Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was leaking. During service and evaluation, it was observed that the device motor was blocked, seized, and rough running. It was also noted that the device failed pre-repair diagnostic tests for function of soft mode switch (safety system), untrue running, excessive noise, power with test bench, and starting behavior. It is unknown if the event occurred during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.